Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead failed to retract. The lead was not used and replaced during procedure. The patient was stable.